Event description:
It was reported that the procedure was cancelled. Two rotawire and a 1.25mm rotapro were selected for use. During the procedure, it was noted that the rotawire could not go through the advancer and was stuck. The rotawire was replaced but it did not resolve the issue. The procedure was not continued. No patient complications were reported.